Event description:
Forty-one yr old female had saline implants placed in 1992. Unknown where implants were placed (facility town). Implants were removed due to capsular contractures. Both implants were intact when removed. Right capsular tissue was without inflammation or foreign body reaciton. Left capsular tissue showed several areas with multinucleated giant cells surrounding semi-refractile plastic material consistent with polyurethane.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.